Event description:
Patient care technician was holding the venous site and the arterial needle was still intact (taped and with gauze) needle popped through puncturing the technician in the hand, the technician was sent to the emergency room for evaluation and blood draw, no other follow up treatments were needed. No further information was provided.

Manufacturer narrative:
Device not returned to manufacturer, lot number unknown.

Manufacturer narrative:
Device not returned to manufacturer, lot number unknown, manufacturer investigated reserved samples from different lot numbers, investigation result attached. Device not returned to manufacturer.

Event description:
Patient care technician was holding the venous site and the arterial needle was still intact (taped and with gauze) needle popped through puncturing the technician in the hand, the technician was sent to the emergency room for evaluation and blood draw, no other follow up treatments were needed. No further information was provided.